Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient requested to have her ins moved from her right flank to her right abdomen due to discomfort in her flank area. Leads were surgically tunneled to the abdomen and pocket was made for the ins in right abdomen. Discomfort at the ins site. Surgical intervention of moving the battery from flank to abdomen to relieve this discomfort. No complications during surgical procedure. Physician was present and aware of procedure.